Event description:
(B)(4). Since implantation, excessive heavy bleeding and clots with horrible cramps during menstruation, periods that last up to 12 days, coming as often as every two weeks, then as infrequently as every 6th week.